Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the pod was exposed to heat on a beach; the patient then went into the water to swim. Subsequently, the patient heard a cracking sound and a continuous alarm. The patient got out of the water and removed the pod. No harm to the patient was reported and no medical assistance was required. The pod was discarded.